Event description:
Baxter reports that there was leakage from the connection between a pt adaptor of the transfer set and ti-adaptor. The set had been in use for 30 days. There was no pt injury or medical intervention associated with this incident.